Manufacturer narrative:
Age at time of event: it was reported the patient was an adult (age not reported). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review was performed, and it was identified that the only infusion of propofol was performed one day prior to the reported event. Functional testing was performed and found the device failed the flow accuracy test. The reported condition was verified. The cause was determined to be the pressure plate travel out of specification. The pressure plate travel was adjusted to correct this condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Biomed confirmed their technician tested the pump and no issues were found. Baxter has received the device and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of propofol with a spectrum iq pump, a decrease in flow rate was observed even though the flow rate was increased and there was an ¿administration of bolus¿. It was reported the pump was ¿correctly switched on, drops were observed falling in the drip chamber and the head-height of the IV container was correct (24 inches)¿. It was reported the patient experienced discomfort, ¿poor ventilation¿ and the administration of anti-hypertensive medication was ¿ineffective¿ as systolic hypertension, specified as ¿hypertas¿ was 200mmhg. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.